Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient's wife reported the patient was having an issue and requested the patient be called. Later the same day, the patient was contacted and he reported an elevated blood glucose reading of 407 mg/dl with his recommended range being 70-120 mg/dl. Symptoms were thirst and frequent urination and he treated his reading by bolusing insulin through his infusion device. He stated he received an e4 (occlusion) message on his device. Prior to the call, he stated he disconnected his infusion set tubing from the headset and bolused and the device occluded. He then removed the tubing from his device and successfully bolused out of the cartridge. He changed his tubing and performed a prime and the e4 cleared. He stated he has had no further issues. The patient discarded the tubing at issue. During troubleshooting, he stated this has happened frequently over the past 4 months. He stated he switched to a different insulin 4 months ago. Patient was advised to contact the makers of the insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.